Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified right coronary artery. Following placement of a guidewire, a 4.00mmx38mm synergy ii drug-eluting stent was advanced but was unable to cross the lesion. The stent was pulled back and a second wire was used utilizing a buddy wire technique. After multiple attempts of pushing hard at a very aggressive nature, still the stent would not pass the lesion. A 6f non-bsc guide extension catheter was placed in the rca and the device was then attempted to cross again in an aggressive manner, but still would not cross. The device was pulled back and it was decided to use a lipid base emulsion rotaglide. The stent was dipped in rotaglide, pushed again to the lesion, but still would not cross. Multiple nc quantum balloon catheters were used for multiple dilations throughout the whole coronary artery. The last attempt to deliver the stent was made, the device was pulled back, and it was then noted that an edge of the stent got flared and crumpled on the stent delivery balloon. The device was removed from the patient's body and multiple dilations were performed again. The procedure was completed using another 4.00mmx38mm synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts bent and lifted. Due to the stent damage the stent had move proximally. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified right coronary artery. Following placement of a guidewire, a 4.00mmx38mm synergy ii drug-eluting stent was advanced but was unable to cross the lesion. The stent was pulled back and a second wire was used utilizing a buddy wire technique. After multiple attempts of pushing hard at a very aggressive nature, still the stent would not pass the lesion. A 6f non-bsc guide extension catheter was placed in the rca and the device was then attempted to cross again in an aggressive manner, but still would not cross. The device was pulled back and it was decided to use a lipid base emulsion rotaglide. The stent was dipped in rotaglide, pushed again to the lesion, but still would not cross. Multiple nc quantum balloon catheters were used for multiple dilations throughout the whole coronary artery. The last attempt to deliver the stent was made, the device was pulled back, and it was then noted that an edge of the stent got flared and crumpled on the stent delivery balloon. The device was removed from the patient's body and multiple dilations were performed again. The procedure was completed using another 4.00mmx38mm synergy stent. No patient complications were reported and the patient's status was stable.